Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
Cust reached out stating " my bottom aligners don't fit anymore. I had to stop using them because of my teeth shifting. I don't know if it's best to start all over of just fix the bottom I did stop wearing the top as well but can still use the top. The bottoms however I can't use them at all not even able to go back to one cause they aren't that bad . I dropped my phone on my face they were all ready sensitive wearing them but it pushed a couple teeth back and lifted some . I took a picture. I just wanna be able to get this fixed so I can have my smile back it really did help a lot" cust noted aligners not fitting, loose teeth and root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.